Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was checked in the clinic by the hospital staff. There has been no additional troubleshooting performed. The patient planned to be monitored.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) were exhibiting an increase in pacing impedance measurements intermittently at 2,000 ohms. There was also an increase in pacing threshold measurements and noise reported on the lead. A boston scientific technical services consultant discussed obtaining an x-ray for further troubleshooting. There was also a discussion to program the device to vdd mode and to review detection enhancements. No adverse patient effects were reported.

Event description:
Additional information was received indicating oversensing was observed on the ra channel. An invasive procedure was performed and damage to the ra lead insulation was noted. The lead was surgically abandoned and replaced. This device remains in service without further complication. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.